Event description:
It was reported that the pump stopped all insulin delivery. It was reported that the cartridge was inserted at the wrong time, while the pushrod was moving. There was no pt involvement, as the pump was not being used on a customer at the time of the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.